Manufacturer narrative:
H2: wrong date was submitted in the supplemental report. The correct aware date is 2026-02-05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID unk-nv-fg15 (unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during placement of a pipeline flex with shield technology stent, resistance greater than usual was felt partway through the phenom 27 microcatheter. When attempting to proceed, the pusher wire was slightly broken. Pusher wire or capture wire stuck in the microcatheter during removal. The stent was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right internal carotid (ic) o phthalmic aneurysm with a max diameter of 5.13 mm and a 4 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure reported adequate blood flow. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pusher wire was not rotated during removal. It is unknown if there was any damage to the catheter or capture coil. Ancillary devices included blanker (asahi intecc) guidecatheter.

Event description:
Additional information was received that the type of damage observed to the pusher wire was a kink. The push wire was slightly bent before delivery, but it was judged to be acceptable and was delivered anyway. However, the kink became more pronounced after delivery. The delivery system became stuck during delivery. The cause of the resistance during delivery was not determined. The cause of the resistance/delivery system stuck during removal was not determined. The cause of the damage was not determined. When about half of the device had been delivered into the catheter, there was resistance. Continuous saline flush was administered and maintained as indicate din the IFU. Additional information was received that the proximal part of the pushwire was slightly bent. No more new information was received.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5 and h6 fdd medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. No break was observed in the pusher wire, and no other damage was identified beyond what was reported. The device was noted to be slightly bent prior to delivery. The issue was noticed upon opening the package, and no preparation or handling was performed before the damage was observed. Additionally, the pusher wire was the component of the delivery system that became stuck, not the capture wire.